Event description:
It was reported that the insulin pump had an unresponsive act button and the insulin pump was not delivering insulin. The blood glucose reading was 221 mg/dl. The customer noted that she kept the insulin pump in her bra and that she sweats a lot. She also noted a weak battery alarm and lost sensor alarm. She declined troubleshoot for weak battery. Advised the customer not to store the insulin pump in the bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected weak battery alarms were noted. The insulin pump was programmed with a test transmitter and the glucose sensor simulator. The sensor feature worked properly. No lost sensor alarm was noted. The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.